Event description:
A medtronic representative reported that, while in a procedure, the surgeon was using a solera driver when it seized inside a navlock tracker and caught the surgeon's thumb. The tracker seized and swung around while being used with a powerease drill. There was no injury, or harm, to the surgeon. The surgeon completed the procedure with the use of a different tracker and the navigation system. There was no impact on patient outcome

Manufacturer narrative:
Patient information not available from site at time of this event. RMA issued. Replacement navlock tracker shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the handle was welded to the driver. The two parts have seized due to galling. This mechanical failure directly caused the event.

Manufacturer narrative:
(B)(4)